Manufacturer narrative:
A patient outcome was reported to abbott. It was determined that a patient experienced groin pain after a drg trial implant. The patient was given medicine to address the initial pain and steroids to address pain from neuritis, however the treatment was unsuccessful in alleviating the patient's pain. As a result, the patient's trial leads were explanted. The patient has since reported that their pain subsided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The allegation is against one of three leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip trial lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 10139505. Common device name: slim tip trial lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 9193143.

Event description:
It was reported that a drg trial patient was experiencing excruciation groin pain following their drg trial implant on (B)(6) 2024. The patient was given medicine to address the initial pain and steroids to address pain from neuritis, however the treatment was unsuccessful in alleviating the patient's pain. The patient was unable to tolerate the pain and as such surgical intervention was undertaken on (B)(6) 2024 wherein the patient's trial leads were explanted. The patient has since reported that their pain subsided.